Event description:
It was reported that a very prem baby reaction resulting in burns from chlohexidine and alcohol. Verbatim: had a very prem baby last week with burns from chlohexidine and alcohol. No other information currently available.

Manufacturer narrative:
No additional information was provided by the evelina hospital. Primevigilance did reach out to obtain more information with no success. Should additional information be available in the future, the complaint will be re-opened and investigated. All complaints are reviewed during monthly quality/safety meetings. In addition, complaints are trended at monthly quality data analyst meetings and quarterly plant management review meetings.

Event description:
It was reported that a very prem baby reaction resulting in burns from chlorhexidine and alcohol. Verbatim: had a very prem baby last week with burns from chlorhexidine and alcohol. No other information currently available.

Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).